Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio output from the receiver and an adverse event. The patient¿s wife stated the dexcom receiver was displaying 48 mg/dl but did not alert the patient. The patient¿s wife felt that the patient was having an emergency and treated the patient with 3 glucose tabs. She then checked the patients finger stick and stated his glucose levels were not going up and treated him with 3 more glucose tabs. It was indicated that the patient¿s glucose levels slowly started to rise and then the patient was given a peanut butter sandwich. At the time of contact, the patient was feeling fine. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed, and the inspection passed. The receiver was charged and rebooted, and the reboot was successful. A review of the downloaded data log did not observe errors related to the customer complaint. Functional testing was performed the test passed. A try it function for audio/vibration test was performed and the tests passed. The receiver case was opened for further evaluation. An internal visual inspection was performed, and the inspection passed. The speaker resistance was measured, and the resistance was within specification. The reported intermittent audio output was not confirmed. A probable cause could not be determined.